Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind) issue. The reporter stated that the patient had a blood glucose (bg) of 24mmol/l with polyuria and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the rewind stops prior to completion. This report is being made due to the bg excursion the patient experienced due to an alleged motor issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: the pump history shows the pump was never used for basal deliveries. Two cs064-0001 alarms were observed in the black box on (B)(6) 2016. The pump alarmed with ¿cs064-0001¿ alarm upon the first load attempt during testing. Unable to complete steps 13, 22 and 31 due to cs alarm. Removed pump cover and inspected pump, the internal motor was confirmed defective. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.